Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. Visual inspection revealed the unit had a power flex circuit installed in which had a lemo connector located at connector jp4. Additional inspection revealed that the power flex circuit lemo connector jp4 was damaged with a burnt pin. Carefusion replaced the power flex circuit to address the reported issue.

Event description:
It was reported by the customer that the unit had a damaged lemo connector. While servicing the ventilator, the service technician found burnt components. This reported issue was discovered while in service, therefore there was no patient involvement.